Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently admitted to the hospital for an elevated blood glucose (bg) level and while at the hospital customer went into cardiac arrest. Reportedly, the customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. The customer could not recall what actions were taken in attempt to resolve high bg prior to going to the ER. The customer could not provide what treatment was given to resolve the issue, but did confirm that the customer was released on (B)(6) 2024 and the issue was resolved. The cause of the high bg was due to an occlusion alarm. The customer continued using the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.